Event description:
It was reported that the patient got an inflatable penile prosthesis (ipp), but he was no satisfied with the length of the device and the location of the reservoir tubing as it was rubbing against his skin. A revision surgery was performed to replace the rear tip extenders (rte) and adjust the position of the reservoir tubing. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.